Manufacturer narrative:
Correction: section h6: component code should have been " 4755 - part/component/sub-assembly term not applicable" instead of "3079 - patient lead".

Manufacturer narrative:
Correction: section h6: clinical code should have been "no clinical signs symptoms or conditions" instead of "discomfort". Removing "failure to capture" medical device code that was added in error.

Event description:
Related manufacturer report number:2017865-2024-70210. It was reported that a high capture threshold was observed on the right atrial (ra) lead. The patient had a history of twiddlers. The ra lead and defibrillator were explanted and replaced. The patient was stable before, during and after the procedure.